Event description:
Customer reported an unexpected negative result when testing a sample with capture-r ready ID (crrid) on the galileo.

Manufacturer narrative:
Review of galileo instrument results: crrid lot a01- 7 (e+,e+) visually negative -faint ink background fuzzy button. B01- 6(e-,e+) visually negative. C01- 14(e+,e-) visually negative pink background surrounding fuzzy button. D01- 7(e-,e+) visually negative. E01- 9(e-,e+) visually negative. F01- 6(e+,e+) visually negative. G01- 6(e-,e+) visually negative. H01- 7(e-,e+) visually negative. A02- 9(e-,e+) visually negative. B02- 7(e-,e+) visually negative. C02- 8(e-,e+) visually negative. D02- 7(e-,e+) visually negative. E02- 13(e-,e+) visually negative pink background around 3/4 of the fuzzy button. A service call was made. No instrument problem was evident from the service visit. The service personnel noted that while on site, the customer tested the sample by manual tube method and received negative reactivity. Cannot rule out the sample or reagent as the cause of the unexpected negative reactivity.